Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming, motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder. Unable to perform the displacement test or verify other error alarms in the alarm history due to the motor error alarm during the rewind. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.